Event description:
On 15-mar-2022, intuitive surgical, inc. (Isi) became aware of a "langenbeck's archives of surgery journal article titled, ¿a comparison of the da vinci xi vs. The da vinci si surgical system for roux-en-y gastric bypass¿ (niclauss, n., morel, p., et al., 2019). Within the journal article, post-operative complications involving a da vinci surgical procedure were noted. In the si group, 5 patients required ICU stay for early complications and 5 patients had reoperations for early complications. Within 30 days after surgery, 20 patients had minor complications and 10 patients had major complications. In the xi group, 2 patients required ICU stay for early complications and 4 patients had reoperations for early complications. Within 30 days after surgery, 20 patients had minor complications and 8 had major complications. Complications included the following: pulmonary complications, ileus, neurologic complications, bleeding, thrombosis, acute renal failure, wound infections, urinary infections, incarcerated hernia, gastrointestinal ulcer, anastomotic leakage, biliary leakage, intestinal perforation, sepsis, thrombocytopenia, and local hematoma. Additionally, per the study, a total of three robotic malfunctions including one repetitive system failure leading to conversion to laparoscopic surgery occurred with the da vinci xi system. Zero robotic malfunctions occurred with the da vinci si system. There were zero conversions in the si group. No specific details were provided regarding the malfunctions. Isi has reached out to the author to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: within the journal article titled, ¿a comparison of the da vinci xi vs. The da vinci si surgical system for roux-en-y gastric bypass?¿ it is noted that an unspecified repetitive system failure event led to a conversion to traditional laparoscopic surgery. At this time the cause of the failure mode is unknown. Refer to medwatch report (MDR) with patient identifier (B)(6) for additional information regarding the post-operative complications within the si group. Refer to medwatch report (MDR) with patient identifier (B)(6) for additional information regarding the post-operative complications within the xi group.